Event description:
The customer reported images were unusable. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply. The system operates as intended.